Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap is attached; the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus charred adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the product complaint "fiber cap detached" could not be confirmed; glass cap proximal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that the time expended was 120 minutes. The fiber tip (cap) was not cleaned during the procedure the fiber was replaced due to "fiber head moveable".

Event description:
It was reported that during a prostate procedure @ 122,604 joules of use fiber cap detached. The procedure was completed using a second fiber @ 472,412 joules of use. There was no injury to patient reported.